Event description:
It was reported that this patient received a lead and generator replacement. The lead and generator were received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
It was reported that the physician encountered an error message stating something like, ¿unable to deliver current, high lead impedance." The doctor therefore lowered the patient's generator output current and increased the pulse width. The physician did not run system diagnostics to confirm high lead impedance, and therefore the patient returned for a follow up appointment a few days later where system diagnostics were performed confirming high impedance. The patient stated that they are in no pain, or discomfort due to the high impedance and preferred to keep the device turned on at this time as they are still receiving stimulation. X-rays were received and reviewed and the cause of the patient¿s high impedance could not be determined based on the images provided. Sufficient pin insertion was confirmed in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and the pulse generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator. The lead underwent product analysis and abraded openings were noted on the outer silicone tubing, but the report of a lead fracture was not verified within the returned lead portions. A suture constricting the lead body was noted where when the suture was removed and an abrasion due to its presence was noted at this location. Note that since the electrode array portion was not returned for analysis, an evaluation cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No other relevant information has been received to date.